Event description:
Cannulated blade plate 4.5mm breakage in (B)(6) hospital, dr. (B)(6). Doctor reported that the patient was a 12 year old girl, that was allow to share light weight bearing but the breakage happened only 2 weeks after surgery.